Event description:
On 6/13/2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii first and second anchor deployed without issues, however, when sutures were being tensioned down, they broke. Surgeon cut the remaining sutures and removed the anchors. Three more meniscal cinch ii were used to complete the case. This was discovered during a knee arthroscopy and acl procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.